Event description:
An aq2003v model lens was implanted but the surgeon could not position the lens due to a posterior capsule tear. The lens was removed. The surgeon did state that the tear was due to the lens. Company has requested additional information but it has not been received to date.